Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that numbers were ramping up on their own. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No numbers scrolling or ramping up during testing noted. No unlock connector noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads, missing end cap sticker and missing address/ serial label.